Event description:
The patient exhibits visible open posterior bite on the left side on tooth #26. When lower aligner is place, tooth #26 moves outward and when aligner is removed, the tooth moves back inward (tooth slightly loose). Update: per cst video review on (B)(6) 2025, determined that the customer's bite is wnl.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.